Event description:
A family member reported that the keypad buttons have been intermittently unresponsive for (B)(6). She confirmed that the keypad is intact, and that the pump is not exposed to moisture. The family member stated that the patient wears the pump on her belt and does not clean the pump.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.